Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. (B)(6).

Event description:
Reporter alleged obtaining the results of 481 mg/dl, 154 mg/dl, and 163 mg/dl on aviva system 1 compared back to back with a result of 163 mg/dl on aviva system 2 when testing was performed within 10 minutes. Reporter stated she obtained the first result after picking up a glazed donut. Reporter stated that the remaining results were obtained after she washed her hands. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.